Manufacturer narrative:
Livanova (B)(4) requested the device back for further investigation. However, during follow-up communication with the customer, livanova (B)(4) was informed that the device has been scrapped. As the device is not available for return, no further investigation is possible.

Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t experienced a short circuit and the electrical fuse repeatedly blew during a procedure. There was no report of patient injury.